Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the circuit breaker were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication failed error message and locked up. There was no patient injury or death reported.